Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level was 150 mg/dl. Reportedly, the customer did not have backup therapy. Tandem technical support advised the customer to contact a healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.